Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. The device was received with the serial number label missing, end cap address label faded, and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle button was damaged and not responding. The blood glucose was unknown. The device will be returned for the analysis.